Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep was in the or and reported a new implant, 97800 with 978b1 lead. Rep reported the lead was being advanced to the ins, blue was seen on the ins header, heard 1 click, but the lead would not stay in place, came right out of the ins header. Rep reported the setscrew was straight when advancing into the header. Lead continued to come out of the header. The rep reported they were going to their car to grab a different ins. The battery 97800 setscrew was damaged or wasn't made properly. Rep was sending back the battery and we replaced it with a new battery that worked great! Set screw on the new battery worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.